Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013, upon sensor removal, patient found that sensor wire was protruding from skin. Patient removed sensor wire from skin. At the time of the event, patient was not experiencing any discomfort from insertion site. No medical intervention was necessary. Dexcom has issued an rga for patient to return device to be investigated.